Event description:
It was reported that the patient had a subclavian right ventricular (rv) lead fracture after presenting due to hearing the patient alert which triggered for high (rv) lead impedance. The rv lead will be replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.